Manufacturer narrative:
E1. (B)(6). H6. Health effect - impact code continued: f2201 - biopsy, f2203 - imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, capsular contracture baker grade I, crease/folding of implant.

Event description:
Healthcare professional reported right side no complaint against the device. Healthcare professional later reported capsular contracture baker grade I and "minimal peri-implant fluid." Healthcare professional additionally reported "any creases." Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: crease folding of implant: no observed. Capsular contracture: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side no complaint against the device. Healthcare professional later reported capsular contracture baker grade I and "minimal peri-implant fluid." Healthcare professional additionally reported "any creases." Device has been explanted and replaced.